Event description:
During final tightening of the set screw parts of the thread sheared off the set screw. The set screw was removed together with the metal parts and a new set screw was used. Ref MFR# 3005180920-2015-00010.